Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several pressure limit messages were found during device log review, but no technical errors. This is insufficient to confirm the reported event. The reported device was not sent back to brézins for investigation but was repaired by UK service center. It was mentioned that pressure sensors were replaced to solve the reported issue and the device was returned to customer. The replaced defective pressure sensor kit was kept and sent to brézins for further investigation. Nothing was detected during visual inspection. However upon testing the values of the two sensors (downstream and upstream) were consistent but as soon as the pump started with a tube set, a ""check set installation"" alarm was triggered with an upstream sensor blocking pictogram. Then its value was found having drifted to near zero at 1mv. The sensor was not functional and due to this issue the pump could not be calibrated. Therefore the reported event is confirmed and is due to a defective upstream pressure sensor which is unstable. A CAPA has been opened on defective pressure sensors. This complaint is valid. To our knowledge no patient consequences have been reported. The trend is abnormal and reported risk is lower than estimated risk.

Event description:
Defective pressure sensor.